Manufacturer narrative:
Investigation into this complaint included a retain evaluation, a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: alinity m resp-4-plex (list 09n79-090) lot 384133 retain sample was tested by the complaint investigation team. No error codes were presented during testing and all testing replicates were interpreted correctly by the assay software. Lot 384133 met the acceptance criteria and validity criteria. Customer data review: review of the customer data was performed. The runs which involved the discrepant results were valid and met assay specification requirements, and no error codes or flags were displayed for the controls. The discrepant results produced valid results, and the amplification curves did not appear abnormal. The reported samples were near or above lod; therefore, the results may not be 100% reproducible. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 384133 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 384133 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot 384133 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-096) lot 384133. A product deficiency was not determined by this review. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
Corrected d5 catalog number from 09n79-096 to 09n79-090. Corrected d5 UDI.

Event description:
The customer reported a false positive results for the flu b target on the alinity m resp-4-plex assay. Sid (sample ID) (B)(6) tested as positive on (B)(6) 2023 and was retested as result had a high CT value (37.52). The repeat result was negative for all targets. The false positive result was not reported outside of the laboratory. There was no report of impact to patient management.

Manufacturer narrative:
An elevated complaint investigation will be initiated.